Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) was unable to correspond with the pt by telephone. The mas mailed a letter to the pt on april 10, 2008. The pt tests his blood glucose once a day. He manages his diabetes with unspecified pills with diet and exercise. The pt indicated that he noticed the issue began on approx two months prior to original date, and since then he had obtained questionable readings. The pt reportedly got meter readings of "144, 166, and 157 mg/dl" from early 2008. He said for the past month, his morning blood glucose readings have consistently been between "230 and 290 mg/dl." In some cases, he claimed that his meter readings went as low as "22 mg/dl" to as high as "400 mg/dl". On an unspecified date/time during the time of concern, the pt developed symptoms of feeling shaky. He visited his doctor on original date, at 9:30 am while feeling shaky. The doctor's office checked his blood glucose and got a result of "62 mg/dl". Using the same drop of blood, the pt tested himself with the reported meter and got "309 mg/dl". The pt's doctor treated him by giving him fruit to eat. As a result of the event, the pt's doctor recommended that he test his blood glucose 6 times a day. During troubleshooting, the pt performed a control solution test that failed. He obtained a control solution reading of "64 mg/dl" while the control range was "115-154 mg/dl." The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that his meter was reading inaccurately high for about 2 months and during the time of concern, he received treatment in a doctor's office and also developed symptoms suggestive of severe hypoglycemia. It is not clear as to what actions the pt took in response to obtaining the allegedly inaccurate high meter results.